Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a gastrectomy procedure, there were cracks in adapter due to which loading and unloading of reload is difficult. Self-calibration of adapter took a longer time than usual. After the first firing we need took out the adapter also for the calibration purpose or else reload calibration would not happen. Current patient status is stable. Surgery time was extended by more than 30 minutes. No adverse event was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device .the eeprom was uploaded and indicated 29 autoclave cycles for the adapter. The housing was cracked and there were pieces missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.